Event description:
The customer reported a cycle power error along with error 80, ¿defib failure ¿ charging circuits.¿ there was no adverse patient impact reported/ there was no reported patient involvement.